Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: material#: 309623 batch#: 5038159. Rcc received a complaint via email. Date: (B)(6) 2025, complaint number: (B)(4), account number: (B)(4), account name: xxxxxxx, contact person: xxxxxxx, item number: 308-309623, lot # / serial #: requesting, sample available: yes, pictures: attached, item description: bd 1ml tb syr w/detach 27gx1/2" ndl ster. Incident description: as per account, these needles are very poor quality. They constantly fall apart while in use with the needle not staying on the syringe. The needle is extremely flimsy. More importantly we had a needle stick injury as the needle bent and went through the cap.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - syringe needle connectivity issue. A total of three hundred samples were received in sealed blister packaging. A random selection of one hundred twenty-five samples underwent visual inspection, during which no defects or imperfections were observed. All needle assemblies were properly affixed to the syringes, with no bent needles or needles protruding through shields. Additionally, two photos were provided for evaluation. These images show needle assemblies attached to syringes, with one needle bent approximately 45 degrees and penetrating through the plastic shield. It is important to note that recapping the needle is considered off-label use. Furthermore, a device history record review was completed for the provided lot number 5038159. The review revealed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. This information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify any emerging trends.